Event description:
It was reported the pt's scs system was explanted and replaced with a competitor scs system. The reason for explant and explant date are currently unk. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.